Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented for initial procedure. During the procedure, the left ventricular lead could not be fixed. The lead was removed and replaced. The patient was in stable condition and no patient consequences were reported.